Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and was found to be operating in safety mode. See section h10 for full investigation details.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. No abnormalities were seen during a visual inspection of the device case and header. Review of device memory indicated the device logged a fault code, causing the device to enter safety mode. The device case was opened and a detailed battery analysis revealed an internal short due to a torn insulation tube which resulted in the device entering safety mode.